Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Review of egms revealed non-sustained lead noise. R wave undersensing was also noted. Reprogramming was recommended. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.